Event description:
Additional information received from a healthcare professional (hcp) via a clinical study. Reported, the clinical diagnosis was pump pocket infection. On (B)(6) 2020, the patient's pump has turned from vertical orientation to lateral orientation. And was resting on the iliac crest. On (B)(6) 2020, the patient's physical therapist reported to the clinic, swelling, redness, pain, protrusion, continued lateral rotation. Blanching of skin where edge was pushing outward, and blanching over incision site. On (B)(6) 2020, there was drainage from the pump pocket and wound dehiscence. On (B)(6) 2020, examination revealed, there was clear fluid drainage from pump pocket. On (B)(6) 2020, laboratory testing revealed, staph epidermidis in cerebrospinal fluid (csf) and wound pocket. On (B)(6) 2020, other surgical intervention occurred, where the pump pocket was washed out. The pump and pump portion of the catheter was explanted/not replaced on (B)(6) 2020. The event required in-patient or prolonged hospitalization. The event date was updated to (B)(6) 2020. The outcome of the event resolved, without sequelae on (B)(6) 2020. The etiology of the event indicated, the relationship of the event to the device or therapy was related, and indicated, the relationship of the event to the implant procedure was possibly related. The incisional site/device tract was pump pocket. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: catheter, product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 8784, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: catheter; product ID: 8780, serial# (B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient had been started on spasticity medication.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 28-jul-2020, UDI#: (B)(4). Product ID: 8780, serial/lot #: (B)(4), ubd: 29-mar-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company rep regarding a patient receiving gablofen (2000mcg/ml at 96mcg/day) via intrathecal infusion pump for intractable spasticity. It was reported the patient presented to the ER on (B)(6) 2020 with pain at the pump pocket site and leaking from the pump incision site. There were no environmental/external/patient factors that may have led or contributed to the issue. Blood cultures on (B)(6) 2020 cultured negative. The patient had a (B)(6) nasal culture. The patient was stated on IV antibiotics ancef and vancomycin. The patient¿s infusion rate was aggressively weaned down over two days from 250mcg/day to the current dose 96mcg/day in anticipation of explantation on (B)(6) 2020. The pump and catheter were explanted due to the infection and the devices would not be returned due to the patient testing positive for covid. The issue was resolved at the time of the report.